Manufacturer narrative:
Occupation: clinical engineer team lead.

Event description:
Information was received that immediately on use, smoke began to come out of a smiths medical level 1 hotline blood and fluid warmer machine. No user harm and no clinical consequences to the patient were reported.

Manufacturer narrative:
One fluid warmer was received for evaluation. Upon powering on the device, the pcb board immediately began smoking. This confirmed the reported customer complaint. Additionally, the reservoir started leaking as soon as water was added. This device is an older design in which the power switch is directly soldered onto pcb. After extensive use, the solder joint would be expected to fail causing possible short in circuit. This has been determined to be the cause of the reported issue.